Event description:
It was reported that the zimmer electric dermatome power supply stopped working during case. Biomed could not get it working, unit blowing fuses. An alternate device was borrowed from a neighboring facility, which created an increased surgical time, (under general anesthesia,) of 45 minutes to 1 hour for the pt. The procedure then completed without further problems.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 6 years old and has been in 3 times for repairs. The last repair was on 04/05/2011, for a non related issue. The inspection found that the unit would not power up. The cause of the reported complaint was a faulty power supply pcb. The electric dermatome power supply provides the correct power to operate the handpiece. In this case, the power supply pcb failed, causing the fuses on the power supply to blow. The cause of the power supply pcb failure is unk. The device was serviced and returned to the customer.